Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that for an unknown reason, a da vinci-assisted pancreatoduodenectomy was converted to open. The surgeon called the clinical sales representative (csr) to ask how to use the firefly function with the endoscope post conversion to open. The csr assisted the surgeon, but further details regarding the reason for the conversion are unknown.

Manufacturer narrative:
Additional information: during follow up with the robotics coordinator (roco), it was learned that according to the notes of the surgical resident, the procedure was converted to open due to the tumor that involved the portal vein. There is a video recording of the procedure, but there was no malfunction with the da vinci system or any instruments. The surgeon called the clinical sales representative (csr) to ask how to use the firefly function with the endoscope because they were not sure if they could still use it once the system was undocked. The patient was a non-hispanic caucasian female born on (B)(6) weighing 97.3 kg.

Event description:
Refer to h10/h11 for follow-up information.